Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy in respiratory surgery, the connection region between the reload and the adapter got broken when the interlobar was resected. The jaws of the reload could not be removed with the tissue clamped between, so additional resection had to be performed next to the reload to deal with the issue. A manual handle and reload was used and additional resection was performed. An unanticipated tissue loss and tissue damage were noted.